Event description:
Boston scientific received information that one day after implant the right ventricular lead exhibited intermittent loss of capture and pacing inhibition. A revision procedure was performed where the physician attempted to reposition the lead; however upon testing the lead with the pacing system analyzer they were unable to obtain any impedance measurements. Subsequently the lead was explanted and a new lead was successfully implanted. No additional adverse patient effects were reported and no measurements were provided.

Manufacturer narrative:
Upon receipt, the lead was subjected to an extensive analysis. The performance of the device under complaint was scrutinized, including a visual, electrical and mechanical inspection. The visual inspection showed cuttings in the insulation and deformations of the conductor coil which occurred most likely during surgery. During further analysis, no deviations were noted which might be related to the clinical observation as mentioned in the complaint description. The lead proved to be within specifications and flawless throughout its inspection. In summary, there was no sign of a material or manufacturing problem.